Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue independently by changing the infusion set and cartridge, allowing them to successfully resume insulin. Technical support decided to send a replacement infusion set and cartridge.